Manufacturer narrative:
System components reservoir model- 720185-01 lot sn- (B)(4). Mfg date- 10/21/2013 exp date- 10/08/2015 gtin- (B)(4).

Event description:
It was reported that the patient told the physician that the six year old inflatable penile prosthesis (ipp) had stopped pumping up two months ago. A surgical procedure was performed in which all the components were removed and replaced. During the procedure tears were observed in both cylinders resulting in fluid loss. The patient did not experience adverse events and was said to be good after the procedure.